Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer encountered a fault on the right hand manipulator when preparing the system. Prior to calling technical support the customer had completed one emergency power off (epo) but the repeated recoverable error on the right hand surgeon console manipulator remained. Technical support engineer (tse) via artemis could view error #1 on the right master tool manipulator (mtm) and guided the customer to complete an additional epo, issue persisted with full list of error codes now visible on the artemis live logs pointing towards an issue on the right mtm. Tse advised that the system is down and could not be used clinically. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the embedded serializer in master base (esmb) printed circuit assembly (pca) replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the esmb pca. Once testing was completed, the esmb pca was aba tested and was verified to be the source of the fault. Also, grip pads and opto buttons were found to be worn out and replaced, the handle, the pitch link cover, yaw link cover and platform link cover were found to be scratched and replaced. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the esmb pca was found to be the root cause of the reported event.